Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: through follow-up communications, livanova learned about a similar event involving same cannula batch lot. Reportedly, the event occurred shortly after cannula insertion, and it was solved by replacing the cannula connector with a 3/8" 3/8" straight connector. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Sorin group italia received a report of air intake in the venous line during readjustment of a rap femoral venous cannula. Cannula was clamped to avoid further air ingress, resulting in line damage. The event occurred during an ECMO procedure. There was no report of any patient injury. Reportedly, it is undetermined if this is an actual product problem or user error.